Manufacturer narrative:
As reported, the patient had a recurrent inguinal hernia post implant of 3dmax light mesh. Based on the information available to date, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative hernia recurrence. The adverse reactions section of the instructions-for-use supplied with the device list hernia recurrence as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (06-mar-2026) is considered to be the best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the patient had recurrent inguinal hernia post implant of 3dmax light mesh.